Manufacturer narrative:
Tw (B)(4) event site name exceeds character limitations: (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that lure lock end of tubing where the gas is delivered fell off in package. This issue occurred when the device was opened before the patient arrived in the room. A new device was opened. There was no delay. There was no patient harm.